Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that on an unknown date 20 to 25 years ago, the primary surgery was performed via tha. From the attached picture, the implant looks like aml-a and duraloc 300. The revision surgery is scheduled on an unknown date in nov. 2023. The reason for the revision is a large loss of the anterior wall of the acetabulum due to intrapelvic chronic expanding hematoma. The original implantation date, the event date and the size of the implants are unknown. No further information is available. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on an unknown date 20 to 25 years ago, the primary surgery was performed via tha. The revision surgery is scheduled on an unknown date in (B)(6)2023. The reason for the revision is a large loss of the anterior wall of the acetabulum due to intrapelvic chronic expanding hematoma. The original implantation date, the event date and the size of the implants are unknown. No further information is available.